Event description:
Customer sent an email saying they had a weld break on a bed frame.

Manufacturer narrative:
Bed was inspected by primus medical on (B)(6) 2013. The inspection determined that the bracket where the head high-low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was shipped to the customer on (B)(6) 2013. This problem has been assigned CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.